Manufacturer narrative:
No parts were received by the manufacturer for evaluation. A medtronic representative was onsite to test the equipment. He used the 3/4 wrench to manually put the image acquisition system (ias) rotor into its home position and the lights turned on instantly. The docking started working from that point on and the case proceeded normally. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the image acquisition system (ias) booted up for a case, he noticed that it was not docked. The medtronic representative attempted to dock the ias to move it into the procedure room, however, the ias would not respond to pressing the dock button. The medtronic representative manually moved the gantry down to accommodate the overhead. Then when the medtronic representative closed the door to take 2d images, the door appeared closed but the tube/detector lights would not turn on. The medtronic representative tried rebooting the ias with no change, as well as he tried opening and closing the door with no change. Then the medtronic representative inspected the t-wrench override hole and could see a small portion of orange indicating the rotor was slightly misaligned. He used the 3/4 wrench to manually put the rotor into its home position and the lights turned on instantly. The docking started working from that point on and the case proceeded normally. The surgeon used a different imaging system for the 2d planning images then switched to the image acquisition system (ias) for the 3d image and navigation. There was no impact on patient outcome. There was a reported delay to the procedure of around 10 minutes due to this issue.